Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report # (B)(4): summary of root cause analysis: in process and final control flow rate reports were taken into analysis. For in process flow rate (before eto) report, the average flow rate deviation from the nominal flow rate was between -7.98% and 0.23%. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 2.12% and 7.19%. The flow rate results were within specification. No abnormalities were found from the flow rate reports. Sample/s evaluation: received used and empty easypump ii lt 400-80-s. As received condition, clamp clip of received sample was clamped. Patient connector was not connected to the wing cap. Visual inspection had done throughout the sample. Crystallized residue was not observed on the received sample. According to IFU, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate, so it is possible for the 5 ml/hr pump to deliver the solution at flow rate of 4.25ml/hr to 5.75ml/hr. It means that it is possible for the pump filled with 240ml to be emptied between 41 to 57hours. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed device history record (DHR):- reviewed the DHR for batch 20k02ge291, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "overinfusion". Easy pump with 5fu was attached to patient on (B)(6) 2021 at 6pm for 48 hrs. Expected finish time was 6pm on (B)(6) 2021, but infusion was finished on (B)(6) 2021 at 7am. I.e 10 hours early. Patient is stable and has no side effects.